Event description:
Per the audiologist, the pt reports that loudness increases to an uncomfortable level, after a short period of implant sys use and that her auditory performance has deteriorated. Fluctuations of impedance values were noted on 4 electrodes. The results of an integrity test, completed in 2006, were consistent with normal device function. The surgeon and pt decided to have the device explanted and a new device reimplanted. The surgery took place the following month.